Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, including, but not limited to, perforation, and caused injury and damages to patient. As a direct and proximate result of this malfunction, patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, perforation, and caused injury and damages to patient. As a direct and proximate result of this malfunction, patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, perforation, and caused injury and damages to patient. As a direct and proximate result of this malfunction, patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted just below the renal veins. According to the information received in the patient profile form (ppf), patient submitted to a CT scan approximately six years and two months post implantation. The patient also reports experiencing blood clots, clotting, and/or occlusion of the ivc, cellulitis, lymphedema, swelling, pain and anxiety.

Manufacturer narrative:
The lot number provided as ¿0033408¿ is not a cordis lot number. Therefore, it was made as unknown. It was reported that a patient underwent placement of a optease vena cava filter. The information provided it was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and perforated the wall of the inferior vena cava (ivc), the patient is also reported to have experienced blood clots, clotting and/or occlusion of the ivc, cellulitis, lymphedema, swelling, pain and anxiety. The indication for the filter placement has not been provided. The filter was placed via the right common femoral vein and successfully deployed just below the level of the renal veins. Imaging performed during the procedure noted no thrombus in the ivc. Approximately six years and two months post implant the patient submitted for a computed tomography (CT) scan which noted that the filter had perforated the ivc. The patient¿s medical history has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the filter do not represent a device malfunction. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post implant images to review the reported perforation could not be confirmed or further clarified. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. The skin of the lower legs can become thick, dry, and fragile. This may lead to ulceration of the skin - usually on the inside aspect of the leg just above the ankle. Cellulitis is inflammation of subcutaneous tissue. Risk factors for cellulitis include diseases that affect blood circulation in the legs and feet, such as chronic venous insufficiency and varicose veins, are also risk factors for cellulitis. Severe cellulitis infection may damage tissue around the lymph nodes or vessels. This may lead to scarring, increasing the risk of lymphedema. Some patients with cardiovascular diseases have a higher risk of developing lymphedema, such as dvt (deep vein thrombosis), venous leg ulcers, and varicose veins. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety, cellulitis, lymphedema, swelling and pain do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to determine what may have contributed to the reported events. There is nothing in the limited information provided to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.